Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that the distal conductor was fractured (over stressed), and the distal conductor was distorted. It was determined that the damage was caused at implant.

Event description:
It was reported that during the implant procedure, the lead screw malfunctioned. The lead was not implanted. No patient complications were reported as a result of this event.